Manufacturer narrative:
(B)(4). Concomitant medical products: 00875704801-shell with cluster holes porous 48 mm-64530774. 00771100700-femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 standard offset-64496778. 00625006530-bone scr 6.5x30 self-tap-j6779178. 00877503204- bioloxâ® delta, ceramic femoral head, xl, ã¸ 32/+7, taper 12/14- 2993195. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03727. 0001822565 - 2020 - 03728. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a left hip revision approximately 1-month post implantation due to subluxation, malposition, and instability. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g4; h2; h3; h6. Reported event was confirmed via operative notes and x-rays reviewed by a healthcare professional. Review of the device history record for the liner identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.